Manufacturer narrative:
No root cause could be determined. Upon further investigation, it seems more likely the issue is related to a partly clogged probe which was then cleaned by the system auto function after the tests. No patients were adversely affected by this event.

Event description:
The customer has been receiving ongoing questionable result for hba1c on their cobas c501 (serial number (B)(4)) since (B)(6) 2011 for approximately 100 patients. The customer provided data for one patient from (B)(6) 2011 with a discrepant result reported outside the laboratory. Repeat testing was performed on a separate c501 module (serial number (B)(4)). The patient's initial hba1c result was 7.2% accompanied by a data flag. The repeat result was 5.3%. The customer believes the repeat result was correct and it was issued as a corrected report. There were no reports of adverse affects to the patients as a result of this event. The field service representative determined the event was caused by a misadjusted sample probe. He adjusted the sample probe. Precision tests were performed with passing results. The customer performed calibration and quality control within manufacturer's specifications.